Event description:
Floss action brushhead was coming loose from handle [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that while using the oral-b rechargeable toothbrush, version unknown on (B)(6) 2015: the oral-b floss action brushhead came loose. She had only had the brushhead in place for about an hour, and used them with sensodyne toothpaste. She reported that she had not dropped them and the logo did not scratch off of the brushhead. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.